Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that there was a return of tremor symptoms. The patient said that their symptoms had been worse since they had knee surgery on (B)(6) 2019 and said that the stimulator wasn¿t turned off during the procedure. They were concerned that their dbs generator had been somehow damaged during the surgery. Impedance checks were done on (B)(6) 2019. A programmer appointment was scheduled for (B)(6) 2019. The field contact educated the patient on using the patient programmer to change the amplitude settings within the framework given to them by the neurologist. The patient adjusted the voltage and saw significant improvement. The issue was resolved at the time of the report. There were no further complications reported.